Event description:
The customer reported via phone call that the insulin pump had numbers scrolling on their own. The customer stated that the insulin pump may have been exposed to humidity. The customer's blood glucose was 130 mg/dl. She changed the battery and stated that the battery seemed fine. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.